Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the manufacturing representative confirmed that the extension was cut (not the lead).

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported the "temporary extension" was accidentally cut by the nurse during neurostimulator implant procedure. It was known what was meant by "temporary extension" as the device typically does not have an extension, but the complaint was put on the lead. No diagnostics/troubleshooting performed. Actions included "definitive implantation" and the lead was "never implanted." However, additional information received that the lead was implanted on (B)(6) 2015. Issue resolved on the date of the neurostimulator surgery, (B)(6) 2015. No surgical interventions planned or occurred as a result of the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the manufacturing representative confirmed that the extension was never implanted but the lead was implanted and the issue was resolved.